Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely a stress and degradation problem led to a gap at the joint between the server plug-in and the distal end and coating on the forceps elevator lever peeling. For the foreign objects on distal end and a burn on forceps elevator were observed, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, a gap at the joint between the server plug-in and the distal end, coating on the forceps elevator lever peeling, foreign objects on distal end and a burn on forceps elevator were observed. There was no patient involvement.